Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope adapter broke off. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a considerable mechanical force caused by an impact or fall. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during reprocessing.